Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 152 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 110mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 128 and 165mg/dl. The test strip lot manufacturer's expiration date is 11/23/2017 and open vial date is approximately one week now. The meter memory was reviewed for previous test result history. (B)(6). Customer took the meter to the doctor's office to compare with the doctor's office meter. The nurse run a blood test and the truemetrix meter gave a results of 20mg/dl higher. Customer states that is prediabetes. Customer states that the normal glucose range is 100/110mg/dl; customer test only test once a day.